Manufacturer narrative:
Implant date: unk. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 -7.00/1.0/072 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients eye. Excessive vault was observed, lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.